Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his one touch verio iq meter read inaccurately high compared to his feelings and or normal results and to another device. The complaint was classified based on the customer service representatives (csr) documentation. The patient stated that the alleged inaccuracy started on (B)(6) 2014 at 12:00 a. M. When he obtained a blood glucose result of ¿6.0 mmol/l¿ with the subject meter. The patient manages his diabetes with insulin (unknown type, self-adjuster) and reportedly ate a banana in response to the alleged inaccurate result(s). The patient claimed at 4:00 a. M. That same day, he developed symptoms of ¿shakiness, confusion, fallen out of bed and could not be roused¿. The patient¿s wife called emergency medical services (ems) and when they arrived, tested the patient¿s blood glucose and obtained a result of ¿1.6 mmol/l¿ with the ems meter. Ems treated the patient with a ¿glucagon injection and glucogel¿. The patient¿s blood glucose was retested and obtained a result of ¿3 or 4 mmol/l¿ with the ems meter and subsequently took a reading with the subject meter and obtained a result of ¿6 or 7 mmol/l¿. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. During troubleshooting, the customer service representative (csr) confirmed that the subject meter was set to the correct unit of measure setting. The csr did walk the patient through a control solution test and it fell within the appropriate control solution range. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (03/21/2014)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2014 and evaluated by product analysis (pa) on (B)(4) 2014 with the following finding: the primary complaint was not confirmed. A secondary issue was noted where an additional label was found over the test strip vial. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (04/01/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.